Event description:
Had a full hysterectomy to remove essure implants that were placed (B)(6) 2012. Coils caused excessive bleeding, chronic pelvic pain, painful heavy periods, adenomyosis, need for multiple appts, tests, full d&c, hysterectomy, colposcopy, ultrasounds, xrays, mris, etc. Caused thickening of my uterus, post coital bleeding, excessive bloating and weight gain.